Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was attached to the generator and the min hand control button was not functional; however, the device did activate when it was tested with the footswitch but an error code 5 screen was displayed. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. In addition, the electrical traces of the hand activation assembly were found to be damaged. This resulted in the min hand activation button to be non-functional. Damage to the pin coating could result in an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. No conclusion could be reached as to what caused the damaged to the hand activation assembly.

Event description:
It was reported that during a laparoscopic gastrectomy, the device was not activated with the hand switch. No error code was displayed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.